Event description:
A patient was implanted with an evoke spinal cord stimulation (scs) system and had adequate pain coverage. Fourteen months later, the patient underwent an unrelated lumbar spinal fusion surgery with hardware implanted. Following the procedure the patient reported inadequate pain relief. During re-programming, the patient reported pain and disconnected electrodes were identified. The lead was damaged by the hardware placed during the previous surgery. The system was revised which resolved the issue.